Event description:
It was reported that customer experienced a cgm error 42. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support arranged a replacement pump.